Event description:
Dr was performing bilateral hernia repair and cautery unit #15819 was used. While repairing the right side hernia, dr requested that the coag. Setting be increased. It was increased from 3 to 5, then to six per dr's request. Dr then made the comment that the "bovie cord" had burned the pt. A burn was noted at the right inguinal incision. A different handpiece and unit were then provided and the unit #1589 was sent out to be checked by biomedical engineering.